Manufacturer narrative:
Investigation findings: investigation findings code updated to code 213 as a result of the completion of a DHR review. Investigation conclusions: code 11 updated to code 4315. Type of investigation code 4118 updated to 3331 with conclusion of phr review.

Manufacturer narrative:
(B)(4).

Event description:
The following was reported to gore: on (B)(6) 2011, the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. On an unknown date in (B)(6) 2021, a distal type I endoleak at the right side was observed on the follow up CT imaging. On (B)(6) 2021, reintervention took place, the right internal iliac artery was embolized as planned and an additional stent graft was placed to extend the treatment area upto the right external iliac artery. The patient tolerated the procedure.